Manufacturer narrative:
The device was returned in a manner unsuitable for investigation. A confirmation of the date of event was requested from the initial reporter; the best estimate of this date was provided.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 29 in the patient's mouth, the implant did not achieve osseointegration. The clinician reports the patient's poor bone quality. There were no reported patient complications.